Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 4.2, lab: 2.9. Caller also reports inr results have been trending high over the past several months compared to historical values.

Manufacturer narrative:
Investigation pending.